Event description:
Medical affairs specialist (mas) sent a letter to the patient to contact mas to obtain clinical information. The patient contacted lifescan (lfs) alleging that the meter was not working and that he obtained an error message; however, does not recall what error message he received. The patient felt dizzy and went to the physician's office to obtain a blood glucose reading. There is no information on what his blood glucose reading was in the physician's office. There is no information on whether the patient received any treatment. Customer services walked the patient through a test and received a "not ok" message; customer service was unable to resolve the issue and sent the patient a replacement meter.